Event description:
It was reported that the battery was leaking an oily and corrosive type material. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
As of the date of this report the device has not been returned for evaluation. This report will be updated when the evaluation is complete.